Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. 6 months post index procedure, the patient presented twice to the emergency room with nosebleeds. After the second ER visit, the patient died suddenly after being discharged from the hospital. No further details were reported.

Manufacturer narrative:
D1: updated. H6: patient code corrected from hemorrhage/blood loss/bleeding to no clinical signs, symptoms, or conditions.

Event description:
It was reported that death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. 6 months post index procedure, the patient presented twice to the emergency room with nosebleeds. After the second ER visit, the patient died suddenly after being discharged from the hospital. No further details were reported.

Manufacturer narrative:
Facility name:(B)(6).